Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-03278. Additional information was received that surgical intervention was undertaken wherein the leads were explanted and replaced. In turn, programming was done and effective stimulation was achieved.

Manufacturer narrative:
Concomitant medical products therapy dates: medical product: model mn10450-50a, drg lead; therapy date: unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-03278. It was reported that patient experienced ineffective stimulation. X-rays revealed lead at left t12 migrated. Reprogramming did not resolve the issue. As a result, surgical intervention is pending to address the issue. It is unknown which lead is liable so both leads are reported.